Manufacturer narrative:
The reported condition of failure code 38:309:974:0002 was confirmed, but not duplicated. The root cause has not been determined at this time. No repairs have been performed at this time since this is a baxter owned device. A follow-up report will be submitted if additional information becomes available. (B)(4).

Manufacturer narrative:
Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The device has not been previously sent into service for the reported condition of "fc 38:309:974:0002." (B)(4).

Event description:
The facility representative reported to baxter (B)(4) one colleague infusion pump in which failure code 38:309:974:0002 occurred during delivery. There was no patient involvement. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available. This device utilizes user interface module master software version 5.09.90 categorized as remediated.